Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a removal surgery due to device not working with his inflatable penile prosthesis (ipp). Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.